Event description:
It has been reported to philips that the allura system did not turn on. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the ippc and hdd's. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse replaced the ippc harddisk and installed operating systems, application software to ippc. After replacement of the ippc harddisk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.